Event description:
It was reported that the fiber cap detached inside the pt at (B)(4) during prostate vaporization. The cap was flushed out fo the pt. The procedure was completed with a second fiber. There was no pt injury as a result of this event.

Manufacturer narrative:
Event problem codes, the component codes 814 and 424 are associated with the device code 1069.